Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient¿s lower back, buttocks, and legs have been inflaming up and getting really hot. It feels like a burning sensation and specifically near the implant it is a stronger sensation. It feels like his leg is always wet below where the battery is located. It was noted that this is a constant sensation and anything that comes into contact with his lower back, buttocks, and legs makes the sensation even worse. It makes it hard to sleep because anything around that area just shoots up pain. When the patient initially started having the issues, he thought I was due to his sciatic nerve, but then he noticed that whenever he put his hand over the battery, that things would calm down. There is a ball at the battery site that seemed like it was blocking off flow. The patient previously had a fusion performed (since 2014), but they did not remove the implant so he still has it in him even though he does not use it. The patient keeps the implant charged still and has the voltage turned down to 0 volts with stimulation turned on. It was reviewed that the patient may want to try turning off stimulation to see if that helps. There was no trauma, fall, or electromagnetic interference that was related to the issue. It was noted that these issues ¿could have¿ started in (B)(6) 2016 or (B)(6) 2017. The patient was redirected to a health care provider, but noted that he did not having a health care provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.